Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that a CT scan taken approximately 3 months after filter deployment, demonstrate filter tilt and perforation of the ivc. A thin linear metallic opacity was allegedly found in the liver. The report stated that the object appears to be a filter leg that possibly detached. Based on the medical records, filter tilt and perforation of the ivc can be confirmed. The investigation is inconclusive for limb detachment as the medical records do not definitively state the linear metallic object is a limb from the filter, just has a consistent "appearance". Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: movement, migration or tilt of the filter are known complications of vena cava filter. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. - possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Allergies: coconut oil. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient presented to the emergency department for complaint of right lower extremity pain. A right lower extremity venous duplex identified occlusive acute dvt in the popliteal and posterior tibial veins. Patient was admitted to the hospital for further treatment and evaluation due to recurrent dvt on therapeutic anticoagulants. An ivc filter was successfully deployed in the infrarenal region of the ivc. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure. Approximately three months post filter deployment, a CT of the pelvis identified: a linear metallic density in the liver parenchyma appearing to be a possible detached filter limb; the apex of the filter towards the right lateral flank; and a filter limb extending to the posterior wall of the abdominal aorta. The patient status at this time is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three months post vena cava filter deployment, a CT scan identified filter tilt with a filter limb extending into the abdominal aorta, and possibly a detached filter limb in the liver. There were no reported attempts to retrieve the filter or detached limb. The patient status at this time is unknown.